Event description:
This pt was admitted for coronary eval due to acute, anterior wall mi less than 6 hours from onset of symptoms. Angiography revealed a 99% stenosis with existing thrombus in the proximal lad and a 90% lesion in the mid-lad with pre-existing thrombus. Timi flow was ii in the proximal lad and I in the mid-lad. Aspiration thrombectomy was conducted. A 3.5 x 13mm cypher select plus stent was deployed to 22 atms. The stent was post dilated due to insufficient flow. Then, a 2.5 x 18 cypher select stent was deployed to 18 atms. Good results were achieved. The pt was discharged after 5 days hospitalization.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.